Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support with resetting the pump, and the issue did not recur. The customer was informed to call back if the malfunction code appeared again and confirmed understanding of the instructions.